Manufacturer narrative:
Event description: it was reported, a ncircle delta wire tipless stone extractor would not open during a bilateral ureteroscopy procedure. Further communication with the user facility clarified that they did not check the device before putting it in the patient. Once in the patient, the device would not open. The device was removed from the patient and they tried to open it up outside of the patient and it would not open. They tried one more time to open it in the patient and it still would not work. They removed the device and successfully completed it with another device of the same type. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the closed position and the basket formation in the open position. The mlla [male luer lock adapter] was tight and the collet knob was loose. 2.5 cm of coil was exposed at the distal end of the basket sheath. Functional testing determined the handle did not actuate the basket formation. The cannulated handle was no longer inserted ¿caught¿ in the collet. The handle was disassembled. The basket sheath and support sheath were found still adhered. The basket formation could be manually actuated, but the basket formation did not fully retract into the basket sheath. The handle was reset and reassembled. Functional testing determined the handle actuated basket formation, however the basket formation did not completely retract into the basket sheath. Minor kinks we found in the basket sheath. The outside diameter portion of basket formation that remained outside, when retracted, measured .058¿ a review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed. Two issues were noted: 1) the cannulated handle had pulled free from the brass collet in the handle that holds it in place. 2) the sheath had minor kinks. Based on the available information, there are 2 possible causes for the issue: 1) the black collet knob on the proximal end of the handle was not tightened sufficiently during manufacturing, allowing the cannulated handle to pull free from the collet. The collet knob is tightened by a torque driver during manufacturing, and the basket function is tested multiple times during manufacturing and quality control checks, making this failure mode unlikely. 2) the sheath damage possibly indicates the device experienced handling damage during use. The damaged sheath could have increased the force required to function the basket and caused the cannulated handle to pull free from the brass collet. The observed sheath damage was minor, making this failure mode unlikely. Of the two possible failure modes, the available evidence does not indicate that one is more likely than the other. The cause for the failure of the basket to close could not be conclusively determined. The risk documentation procedures were reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: other non-healthcare professional: materials manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a bilateral ureteroscopy to remove a stone from the lower pole of the kidney using a circle delta wire tipless stone extractor, the device would not open. The device was not checked prior to insertion into the patient. The tech removed the device from the patient, they attempted to open it outside of the patient, but it would not open. They attempted to open it one more time inside of the patient but it still failed to do so. They removed the device and successfully completed the procedure using another device of the same type. It was noted that no visible part of the device appeared to be broken. No averse effects have been reported due to this occurrence.